Manufacturer narrative:
Pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display noted, unable to perform blood glucose meter test due to rf pic failed self test alarm. Unit received the alarm during self test due to faulty component on the radio frequency board. Unit received with cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had rf pic failed self test on insulin pump. The customer¿s blood glucose level was unknown. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.